Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarm for spi to motor pic communication error. The blood glucose level of the customer was unknown. The customer was able to clear the alarm but unable to rewind the insulin pump. The customer stated it to be the second occurrence of pump error alarm. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test , occlusion test. Unexpected restart error test, off no power test and all operating currents test. No spi to motor pic communication error alarm noted. (B)(4).